Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the patient had a cardiac arrest and was noted to have hyperkalemia. A lead integrity alert was noted to have been triggered. The threshold was also noted to have increased. The patient was noted to be recovering in an intensive care unit and the threshold was noted to be recovered. The lead remains in use. No patient complications have been reported as a result of this event.